Manufacturer narrative:
The lesion was in the proximal obtuse marginal artery. The lesion had chronic total occlusion (cto, 100% stenosis). Tortuosity was moderate. Calcification was moderate. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. Another resolute onyx stent was then implanted using a guide extension catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the proximal circumflex (cx) artery. It was indicated that the stent was unable to cross the lesion and on removal of the device there were struts of the stent noted to be bent. The patient is alive with no injury.